Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee disagreed with the codes of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). The committee agreed with the code of arc (peri-procedural pci). This event has not been previously captured. The file will be updated with the addition of a code for mi and processed accordingly. The patient presented with ccs class I angina, a positive functional ischemia study and a 95% stenosis in the proximal circumflex (cx). The patient underwent the index procedure with pre-stent balloon angioplasty, placement of two study stents and post-stent balloon angioplasty in the proximal cx: a cypher 2.75 x 23 mm. And a cypher 2.5 x 8 mm. The second study stent was deployed separate and distal to the initial study stent to fully cover the lesion. The angiographic core lab identified location of the target lesion in the distal cx and reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The ECG tracings were requested from the site and the site reported that they are unavailable. The site provided the ECG interpretation of post-procedure tracings with no pre-procedure ECG available, reporting normal ECG. The post-procedure course was uncomplicated and the patient was discharged the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had two (2) cypher stents implanted in the proximal circumflex target lesion during the study index procedure: a 2.75 x 23 mm and a 2.5 x 8 mm distal to the first stent and not in overlapping fashion. Approximately three months after the index procedure, the patient had a planned coronary artery bypass graft (CABG) surgery. There was no problem/no restenosis reported with the previously implanted cypher stents. Additional information obtained indicated that the patient is an athlete and continued to have a reduced exercise capacity. The patient had three-vessel CABG done with a lima graft to the left anterior descending (lad), a saphenous vein graft (svg) to the right posterior descending artery (rpda), and a svg to the first diagonal branch. The event was reported to be moderate in severity, unrelated to the study devices/procedure and was resolved without sequelae. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00344 and #3003742446-2012-00345.

Manufacturer narrative:
The complaint received states that per the (B)(4) adjudication committee this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including stable angina pectoris, positive test for ischemia, hyperlipidemia, and hypertension. The patient presented with ccs class I angina, a positive functional ischemia study and a 95% stenosis in the proximal circumflex (cx). The patient underwent the index procedure with pre-stent balloon angioplasty, placement of two study stents and post-stent balloon angioplasty in the proximal cx: a cypher 2.75 x 23 mm. And a cypher 2.5 x 8 mm. The second study stent was deployed separate and distal to the initial study stent to fully cover the lesion. The angiographic core lab identified location of the target lesion in the distal cx and reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. Pre-procedure cardiac enzymes were not collected. Post-procedure on (B)(6) 2010, at 20:21, the ck was 77 (nl 240, ratio <1), the ckmb was 4.3 (nl 6.3, ratio <1) and the troponin I was 0.26 (nl 0.04, ratio 6.5). On (B)(6) 2010, at 04:05, the ck was 88 (ratio <1), the ckmb was 5.8 (ratio <1) and the troponin I was 0.54 (ratio 13.5). The (B)(4) adjudication committee has deemed this elevation an arc (peri-procedural pci) thus the file was coded for mi. The ECG tracings were requested from the site and the site reported that they are unavailable. The site provided the ECG interpretation of post-procedure tracings with no pre-procedure ECG available, reporting normal ECG. The post-procedure course was uncomplicated and the patient was discharged the day after the procedure on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15107477 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00344 and #3003742446-2012-00345.